Manufacturer narrative:
Device is used for treatment, not diagnosis. Device broke during insertion, therefore is not considered implanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an implant of an intramedullary nail performed (B)(6) 2015, the head of a proximal locking screw broke off during final tightening. The nail was inserted retrograde to repair a femur fracture sustained from a gunshot wound. The proximal locking screw was placed in the nail and was broken after the appropriate tightness had been achieved and the resident continued to turn the screw. The surgeon left the remainder of the screw in the bone and the broken screw head came out with the screw driver. The surgery was successfully completed with no surgical delay or additional medical intervention. This is report 1 of 1 for complaint (B)(4).